Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other starclose se device, referenced , was filed under a separate medwatch manufacturer report number. It was reported that a femoral angiogram was not performed prior to the arteriotomy procedure. The instructions for use state under the warnings and closure procedure caution sections to perform a femoral angiogram to verify the location of the puncture site.

Event description:
It was reported that after implanting drug-eluting beads for liver embolization, arteriotomy closure of a common femoral artery was attempted using starclose se devices. Reportedly, during deployment of the first starclose se device, the clip applier could not be connected to the white exchange sheath. The white exchange sheath was removed over a guide wire and a second starclose se device with a white exchange sheath was attempted, but with the same results, the clip applier could not be connected to the white exchange sheath. The white exchange sheath was removed over a guide wire and a non-abbott was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No femoral angiogram was taken. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- device not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the complaint handling database for this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not performed. The starclose se instructions for use, states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.